Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient of follow-up questions. The mss classified this complaint based on customer service representative (csr) documentation. A letter has been sent to the patient requesting a call back. The lay user/patient contacted lifescan (lfs) customer service alleging that the one touch ultramini meter was reading inaccurately high compared to another meter. The patient reported blood glucose results of "hi mg/dl" with the lifescan meter and "133 mg/dl" on the hospital meter, performed within a greater than 30 minute time difference. Although unsure of the exact date, the patient alleged that the issue first occurred on (B) (6) 2010. As a result of the reported issue, the patient increased his insulin dose by taking an additional 30 units of humulin n on (B) (6) 2010 around lunchtime/2:00 pm. On (B) (6) 2010, the patient visited the ER. The patient described developing the following symptoms a couple of days prior to the onset of the alleged issue: "burning sensation below the sternum, a feeling of ketoacidosis, and felt like vomiting." Result of 133 mg/dl, 50 mg/dl, 70 mg/dl and 120 mg/dl were obtained on the ER/hospital meter on (B) (6) 2010 at 3:00 pm. The patient was treated with food/beverage. According to the troubleshooting performed with customer service, the patient was using expired test strips. Replacement products were sent. Although the information alleged is inconsistent, information regarding the sequence of events does not correlate, and the dates of the actions are unclear, this complaint is being reported due to the following: the patient obtained elevated results, experienced symptoms suggestive of hyperglycemia, increased insulin regimen in response to the meter readings obtained using expired test strips, and experienced hypoglycemia which required hcp treatment.

Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.